Event description:
(B)(4). It was reported that the stent was difficult to pass over the guidewire. The stent broke into pieces outside the pt's body when the doctor was attempting to pass it over the guidewire. The physician was using a sensor wire by boston scientific. A second product was used without further difficulties.

Manufacturer narrative:
The complaint is confirmed with undetermined root cause. The reported event was confirmed for the returned sample. Returned stent was broken in three pieces. The broken parts of the stent were assessed, looking on the inside of the stent (inside the broken pigtail and the small section that follows to the pigtail), the pieces of guidewire inside of the stent were folded; furthermore guidewire is observed burned and/or melted. However; the complainant did not provide a lot number info and due to sample condition it was unable to perform a pull test and dimensional eval in order to determine the exact root cause of the failure. The instructions for use states: determine the proper stent length for the pt. This generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and pt comfort. Insert the cystoscope then pass the guidewire through the scope until the tip is in the renal pelvis. Move the pigtail straightener over the proximal end (kidney coil end) of central stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent distal end marker reaches the ureteroviscal junction (uvj). Withdraw the guidewire slowly. The stent will form a pigtail automatically. Carefully remove the push catheter. (B)(4).